Manufacturer narrative:
The reported event that "there are exposed wires on power cord for power supply box" was confirmed. During initial testing, it was determined that while the power cord was functioning properly, the power supply was not able to hold power due to the frayed and exposing wires. The source of the reported issue was determined to be frayed and exposed wires on the power supply cable. Review of the device history record was not possible as the lot number for power supply is not applicable.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires and sparking of the power supply box. The pes and the power supply box were replaced and there were no adverse consequences reported by the patient.